Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed button error and he is unable to clear the alarm. Customer was laying on it while sleeping. Blood glucose value is unknown. Nothing further reported.